Event description:
Upon opening device to the field, the surgical tech pushed the open button to give it to the surgeon to use for the case. The white safety device on it immediately popped up making it unable to use.